Event description:
On august 23, 2019, the lay user / patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was prompting an unknown message. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that around 8 am on (B)(6) 2019, he obtained an unknown message on the subject meter. The patient was unable to specify the exact message he received and reported that he was unable to test his blood glucose levels. The patient manages his diabetes with oral medication, diet and / or exercise and he indicated that he did not make any changes to his usual diabetes management routine as a result of obtaining the error message. He stated that about 30 days after the alleged issue began, he developed "obstructed vision". He denied receiving any treatment for his symptom above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca documented that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, after obtaining an unknown message on the subject meter and continuing with his usual diabetes management routine.